Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could confirm the stated failure mode. The device is fractured, rendering the device inoperable. The device is fractured, rendering the device inoperable. The device shows signs of extensive use a review of complaint history did reveal additional complaints for the listed device. Device specific batch information was not provided or legible on the device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr the offset ref cup pos/impactor broke. Instruments outside the patient. The procedure was completed with a smith-nephew back up device. It is unknown it there was a delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.